Event description:
Patient had a known allergy to tylenol which had been entered into the system last year. We cannot show that the pharmacist entering the medication or the nurse documenting the medication got an alert to say the patient was allergic to the medication, as they should have. The tylenol was dispensed to the patient by the nurse. The patient had a history of getting hives with the medication. She was given benadryl once the allergy was discovered.